Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the right ventricular (rv) lead one day post implant. It was also reported the implantable pulse generator (ipg) had a pacing problem resulting in poor capture. The rv lead was removed and replaced however the ipg still did not capture. The ipg was removed and replaced. No patient complications have been reported as a result of this event.